Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
The surgeon decided to use contactless registration with the rosa laser. During the registration portion of the exam, he got to the registration part where rosa shows the error values between the digitally placed anatomical markers and the markers he achieved with the rosa laser. The field service engineer clicked on the drive to button on the screen. As the surgeon stepped on the vigilance device pedal, a communication error popped up on the screen and the rosa robot proceeded to shut down. Rosa robot had to be rebooted and the contactless registration process had to be redone. This event delayed the case 15 minutes. Then, during the registration portion of the exam, the surgeon was trying to manipulate the robot arm when a communication error occurred and caused the rosa robot to shut down. This was the second shutdown event that occurred during the contactless registration process. Rosa robot had to be rebooted and the contactless registration process had to be redone. This event delayed the case 10 minutes.

Manufacturer narrative:
It was reported that 2 communication failures occurred during the surgery. A DHR review and a complaint history review were performed and did identify 1 similar complaint with the same root cause for the same device within the past 12 months. Technical investigation determined that 4 errors instead of the 2 described. The first 2 errors were not described in the complaint description. The root cause for the 1st error is a use error, the surgeon did not follow acquisition protocol recommendation regarding the number of slices. The root cause for the 2dn error is an insufficient memory due to multiple loadings. The 3rd error is due to a controller timeout however the root cause remains unknown as the controller log does not provide any evidence about the issue. The 4th error is due to a use error, the surgeon applied excessive force on the robot arm. (B)(4).

Event description:
The surgeon decided to use contactless registration with the rosa laser. During the registration portion of the exam, he got to the registration part where rosa shows the error values between the digitally placed anatomical markers and the markers he achieved with the rosa laser. The field service engineer clicked on the drive to button on the screen. As the surgeon stepped on the vigilance device pedal, a communication error popped up on the screen and the rosa robot proceeded to shut down. Rosa robot had to be rebooted and the contactless registration process had to be redone. This event delayed the case 15 minutes. Then, during the registration portion of the exam, the surgeon was trying to manipulate the robot arm when a communication error occurred and caused the rosa robot to shut down. This was the second shutdown event that occurred during the contactless registration process. Rosa robot had to be rebooted and the contactless registration process had to be redone. This event delayed the case 10 minutes.